Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). Access was obtained by a contralateral approach. The 6x20mm sterling balloon was advanced to the sfa lesion and it was noted that the physician did not encounter any resistance crossing the lesion. Upon the first inflation to 8 atms the balloon ruptured. The device was successfully removed from the pt and a pinhole was discovered on the tip of the balloon. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B) (6). The device was not returned for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).